Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported stroke could not be conclusively established through this evaluation. Additionally, a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. No product was returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke and infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio values, as well as suggested anticoagulation modifications. Section 6 of the IFU also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
After confirming with the hospital, the patient was never implanted with a right ventricular assist device (rvad).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient developed altered consciousness during the night of (B)(6) 2025. A computed tomography (CT) scan revealed intracranial hemorrhage. After undergoing a craniotomy, the patient had remained comatose to date. The hospital confirmed that the left ventricular assist device (lvad) was functioning normally. International normalized ratio (inr) levels ranged from 1.0 to 1.5 and both platelet count and hemoglobin were decreased, which were associated with persistent infection at the previous right ventricular assist device (rvad) removal site. On (B)(6) 2025 the family consented to withdraw life-sustaining measures and discontinue lvad support.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported by the physician that the infection was not related to the rvad device.